Event description:
The customer reported that the user received a shock while delivering therapy to a pt.

Manufacturer narrative:
(B)(4). The customer reported that the user received a shock while delivering therapy to a pt. The user required observation in hospital but no further treatment was required. Updated info was given by the customer to indicate that the involved pt died but the customer has also stated that device behavior did not impact pt outcome. Although the involved pt died, this investigation focused on documenting the report of the user being shocked. The customer was unable to provide info as to the possible point of contact by the user (hands or fingers on paddle set, contact with bed, etc). The device and involved paddle set were evaluated by a philips field service engineer and passed all performance verification testing. Hsxl instructions for use provides instructions to the user to clear the area prior to delivering as shock.